Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced nausea and vomiting. The patient was given compazine 10mg via IV, pantoprazole 40 mg, and zofran 4 mg orally by mouth on (B)(6) 2016. The event was considered resolved/recovered with no sequelae on (B)(6) 2016. There were no further patient complications reported in relation to this event.